Manufacturer narrative:
Internal complaint reference: (B)(4). "Clinical effect of interlocking intramedullary nail and proximal femoral nail anti-rotation in the treatment of elderly femoral intertrochanteric fracture." Doi: 10.19347/j.cnki.2096-1413.202133029.

Event description:
It was reported that, on literature review "clinical effect of interlocking intramedullary nail and proximal femoral nail anti-rotation in the treatment of elderly femoral intertrochanteric fracture", 2 patients, who initially underwent internal fixation surgery with a trigen intertan nail to treat intertrochanteric fractures, experienced an infection in the incision site. No specific details were provided in regards of how were these complications treated or resolved. The patients' outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no further information will be provided to aid in this medical investigation. Therefore, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.